Manufacturer narrative:
The additional devices referenced are filed under separate medwatch report numbers. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty removing the cds, torn clip introducer and thrombus requiring aspiration. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) (lot 10629r205) was advanced over the guide wire when thrombus was noted on the tip of the dilator. The sgc was retracted and attempts were made to flush the sgc and dilator to remove the thrombus however was unsuccessful therefore the sgc was removed. A second sgc (lot 10820r207) was advanced without issue. The clip delivery system (cds) was advanced and thrombus was noted on the sgc when the cds was half way through the sgc. The cds was retracted under aspiration. Strong resistance was noted when removing the clip introducer (ci) with the clip. The ci was torn and thrombus was noted on the clip once it was removed from the sgc therefore the decision was made to abort the procedure with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported difficult to remove was not confirmed via returned device analysis. The analysis confirmed the reported torn clip introducer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported torn clip introducer was due to the difficulty removing the cds from the sgc and the difficulty removing appears to be due to the user technique. A cause for the reported thrombosis cannot be determined. Thrombosis is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.